Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. No systemic product issue was identified, and this appears to be an isolated incident. A review of the provided run files confirmed the accuracy of the result call, with no anomalies detected in the pcr growth curves or algorithm performance. The cycle threshold (CT) value of 38.51 for the hbv reactive result was consistent with a weak pcr signal. Quality control data and worldwide customer real-time data for lot k20768 did not indicate any product-related issues. The available data suggests that the observed hbv reactive result may be attributed to pre-analytical low viral load contamination of the sample or a false negative from the serology test. The device remains in operation at the customer site.

Event description:
The initial reporter questioned a reactive hepatitis b virus (hbv) result obtained using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The hbv reactive result was generated on (B)(6) 2024 for sample ID (B)(6) during routine blood donation screening. The result was deemed valid, with a cycle threshold (CT) value of 38.51. A subsequent serology test for hepatitis b surface antigen (hbsag) was performed, yielding a negative result. As a result of the hbv reactive result, the associated blood donation was discarded. No harm was reported in connection with this event.